Manufacturer narrative:
The reported field event of delayed capacitor charge time was confirmed. Egm review revealed extensive hv charging prior to the charge timeout alert which loaded down the battery voltage past the point of eol and resulted in an extended charge time. This should not be considered a device malfunction. A longevity calculation was performed and showed the battery depletion was normal. Telemetry, pacing, sensing, impedance, hv output, and patient notifier were tested on the bench. No anomalies were detected.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) had a charge time-out and a capacitor maintenance time out. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout procedure.